Event description:
Information received indicates the head hi/low function is drifting.

Manufacturer narrative:
The technician isolated the issue to the hi/low hydraulic valve. He replaced the valve to repair the bed.